Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient wanted to check their ins as they had been having a lot of trouble with their bladder. The patient reported they stopped using the ins because the health care physician (hcp) had wanted to try another treatment because the patient didn¿t think the ins was doing any good. While on the call, the patient was walked through syncing the programmer to the ins but the caller was getting the poor communication screen. The patient tried repositioning the antenna multiple times but nothing resolved. It was reviewed with the patient that due to the age of the ins they should reach out to their hcp to check the ins. The patient was going to follow up with their hcp. The patient noted they got their ins because of their bladder trouble. There were no further complications reported. Additional information was received from the consumer on (B)(6) 2019. The patient reported when asked if the cause that led to the poor communication /poor communication screen was normal battery depletion that they could feel the battery but it just didn't seem to help. When asked what steps were taken to resolve the poor communication/poor communication screen, the having a lot of bladder trouble and the implant not doing any good that the implant seemed to work for about a week and then it did not work at all. The patient reported they were in the process of having them removed, in (B)(6) 2019. There were no further complications reported/anticipated.